Event description:
The balloon burst occurred when the pressure reached 12 atm. The stent was just correctly positioned and deployed. An additional balloon was used to complete the stenting.

Manufacturer narrative:
The sterile lot number for the device is unknown; therefore, a device history report review could not be conducted. Without the return of the product, the reported customer complaint of balloon burst could not be confirmed, and there is not enough information to determine what factors may have contributed to the reported event.